Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a sudden increase in rv impedances from the 500 ohm range to 1100 ohms. The pacing threshold was also increased to 3.2 v at 0.5 milliseconds. It was noted that no noise could be created on the lead. There was a concern of an early lead issue. Boston scientific technical services (ts) discussed lead revision options versus continued monitoring, both of which were being considered by the physician. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this system was still exhibiting pacing impedance issues and noise was also observed. A revision procedure was performed and damaged to the rv lead was confirmed. The lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.